Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There are 11 - ventricular non-sustained tachycardia <=220 ms on (B)(6) 2010 in the timeframe between 08:32:35 and 13:21:19; 6 - vf <= 200 ms between (B)(6) 2010 10:26:37 and (B)(6) 2010 07:51:14; and 1 - patient alert for shock delivery on (B)(6) 2010 21:32:38. The ventricular sensing integrity counter was 196.2 counts avg/day between (B)(6) 2010 22:35:54 and (B)(6) 2010 13:35:15. These counters may indicated oversensing of ventricular signal or inteference/noise from the environment. Daily impedance trend data show no anomalies and stable trends between (B)(6) 2010 and (B)(6) 2010, with values ranging for rv pace=408 to 568 (434 ohm average), lv pace=464 to 496, a pace=512 to 544 ohms.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), all insulators were melted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer tubing was torn, there was a white substance on the exposed defibrillation coil, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. We did receive performance data collected from the device and have analyzed the data. There are ventricular non-sustained tachycardia <=220 ms on (B)(6) 2010 in the timeframe between 08:32:35 and 13:21:19; vf <= 200 ms between (B)(6) 2010 10:26:37 and (B)(6) 2010 07:51:14; and patient alert for shock delivery on (B)(6) 2010 21:32:38. The ventricular sensing integrity counter was 196.2 counts avg/day between (B)(6) 2010 22:35:54 and (B)(6) 2010 13:35:15. These counters may indicate oversensing of ventricular signal or interference/noise from the environment. Daily impedance trend data show no anomalies and stable trends between (B)(6) 2010, with values ranging for rv pace=408 to 568 (434 ohm average), lv pace=464 to 496, a pace=512 to 544 ohms.

Event description:
It was reported that the patient received three inappropriate shocks for episodes caused by the right ventricular (rv) lead sensing noise. It was also reported that there was an increased impedance and an apparent lead fracture. It was later reported the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received three inappropriate shocks for episodes caused by the right ventricular lead sensing noise. It was also reported that there was an increased impedance and an apparent lead fracture. The lead is still in use. No further patient complications have been reported as a result of this event.